Manufacturer narrative:
Manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot, previously. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned, the catheter was found snapped out of the grip, and the stent was not found in the delivery system, which matches the description of the event that the delivery system was disassembled and the stent deployed. The slide was found in proximal end position indicating fully used mechanism, and the distal end of the pusher was found 4mm inside the stent sheath which indicates that the stent could not be entirely deployed although the trigger was fully used which leads to confirmed results for partial deployment. In this case, a device compatible guidewire was used and the lesion was predilated; the product was used in the venous system which is off label. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling it was found that the instructions for use sufficiently address the potential risks. Regarding general warning, the instructions for use states "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit". With regards to general directives, the instructions for use states "pre-dilatation of the stricture with an appropriately sized balloon dilatation catheter is left to the discretion of the treating physician". Regarding procedural access, the instructions for use states "the bard s.a.f.e. 6f delivery system requires a minimum 8f guiding catheter, or a minimum 6f introducer sheath. Via the femoral route, insert a 0.035¿ (0.89 mm) guidewire under fluoroscopic guidance through the appropriate introducer sheath or guiding catheter and pass the lesion". The packaging pictograms indicate an introducer size of 6f and a 0.035" guidewire. With regards to indications for use, the instructions for use states that the stent is to be used on femoral and iliac arteries. Based on reported information, the intended placement site for this stent was the venous system which represents off-label use. Expiry date: 10/2024.

Event description:
It was reported that during a stent placement procedure in left popliteal vein, the stent allegedly difficult to deploy. There was no reported patient injury.